Event description:
It was reported that the cannula never deployed and that the pink slide insert was not visible in the viewing window. The customer's blood glucose upon activation of the pod was 186 mg/dl, but had climbed to over 500 mg/dl by the time the pod was removed.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure to fire and deploy the cannula or to determine the root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.